Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the event. Potential adverse events and complications. "As with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)" post-operative warnings "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2017, a patient underwent posterior lumbar fusion at the l2-l5 levels. Post-operatively a separation of two set screws at l2 level was detected. On (B)(6) 2017, patient underwent a revision procedure where the screws at l2 and l5 levels were replaced. No patient injury was reported.